Manufacturer narrative:
Technician found that the power cord ground was loose and not giving the bed a good ground. The ground plug was loose. Replaced the power cord with p/n 4733601 to resolve this issue.

Event description:
The bed was found in the maintenance shop at this account. There was no incident report filed to explain what happen to this bed.